Manufacturer narrative:
The test strip lot number was 17619221 with an expiration date of 05/31/2018. Quality control testing was performed with the customer's meter and one returned strip and one master lot strip. Returned strip qc #1: 2.0 inr. Master lot strip qc #2: 2.4 inr. The obtained qc value was in the allowed range of the used combination returned strip lot - qc lot. (1.8-2.8 inr). The obtained qc value was in the allowed range of the used combination master lot - qc lot. (2.2-3.4 inr). All measurements were without error messages. None of the patient's medications are currently known to interfere with the accuracy of the test results. Medical assessment of the event stated that the values from both the patient's meter (% quick) and the meter used at the dr's office (inr) suggest an insufficient coagulation that could lead to a stroke. It cannot be excluded that other factors contributed to the brain bleed. A product problem was not found.

Manufacturer narrative:
(B)(4).

Event description:
A nurse from coaguchek patient services indicated the customer had a stroke while testing on coaguchek xs meter with serial number (B)(4). The customer¿s meter was set to read in %quick, but the customer was reporting results to healthcare providers as inr results. The nurse from the coumadin clinic was contacted for further details. The customer had been holding his coumadin for a procedure and then the procedure was cancelled. The customer began to take coumadin again on (B)(6) 2017. The first result the customer reported to the coumadin clinic after restarting the coumadin was on (B)(6) 2017 and the customer reported a result of 5.6 inr. The customer was advised to hold his coumadin on (B)(6) 2017 and (B)(6) 2017. A review of the customer¿s meter memory lists a %quick result of 56 on (B)(6) 2017. On (B)(6) 2017 the customer tested on his meter and reported a result to the coumadin clinic of 4.3 inr. The customer¿s meter memory lists a %quick result of 43 on (B)(6) 2017. The customer resumed his coumadin dose on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2017 the customer reported a result to the coumadin clinic of 7.5 inr. The customer was advised to hold his coumadin dose. The customer¿s meter memory lists a %quick result of 75 on (B)(6) 2017. On (B)(6) 2017 the customer reported a result to the coumadin clinic as 8.0 inr. At this point, the customer was told to come in to the coumadin clinic as his results did not make sense to them. The customer¿s meter memory lists a %quick result of 85 on (B)(6) 2017. The patient brought his meter to the clinic on (B)(6) 2017 to change the setting on the meter to read in inr instead of %quick. The customer¿s meter read 77%quick on (B)(6) 2017. The patient¿s meter was set to read in inr on (B)(6) 2017. On (B)(6) 2017, the customer was tested on the clinic¿s coaguchek xs meter and the result was 1.2 inr. The nurse did not know what the inr result was from the customer¿s meter. The customer was advised to take his coumadin dose and a booster dose. According to the meter memory, the inr result from the customer¿s on (B)(6) 2017 was 1.2 inr. On (B)(6) 2017 the customer reported a result of 1.1 inr to the coumadin clinic. The customer was advised to again take his normal dose of coumadin along with a booster dose. Later, in the afternoon or evening of (B)(6) 2017, the customer was having difficulty finding words and with speaking. The customer¿s wife was contacted for additional details. The customer¿s wife stated the customer had a stroke and a brain bleed on (B)(6) 2017 at 2:00 p.m. The customer¿s wife drove him to the hospital where he was admitted. The customer was in ICU until(B)(6) 2017. The customer was taken off of coumadin and was being administered heparin in the hospital. The customer was released from the hospital on (B)(6) 2017 and is home and feeling "great." The patient¿s therapeutic range is 2-3 inr and is testing on the meter due to atrial fibrillation. The device did not malfunction. The device produced results according to how it was programmed to read. Medical assessment of the event stated that if a patient is using a point of care device for self-monitoring, the principles of anti-coagulation must be known by the patient; it is also within the assessment of a physician who knows the patient, to allow for self-monitoring. At the time of the stroke and brain bleed, the patient was under the care of a physician. The meter and test strips were requested for investigation. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable. The meter and test strip vial with 1 strip remaining were returned. The investigation is in process.